Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged downward into the inferior vena cava two weeks after lead placement. The lv lead was explanted and replaced. This patient is a participant in a clinical trial. No patient complications have been reported as a result of this event.